Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. As received, the battery was unable to power on a monitor. Review of the flag files confirmed the battery was unable to hold a charge for 24 hours. The battery was scrapped before an investigation could be completed. The likely cause of the inability to hold a charge was defective battery cells. No adverse event resulted from the defective battery pack. The last patient to use this battery did not report any deficiencies.

Event description:
A review of service data detected a reportable event. Upon servicing battery pack sn (B)(4), the battery was unable to power on a monitor. The last patient to use this battery did not report any deficiencies.